Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va00uv9, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: va00uv9, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received patient indicated that she never experiencing therapeutic effect. The patient stated that the interstim system never really worked to control her symptoms. The patient stated it may have helped a little in the beginning, but then she changed her medications and it was not helped much at all since then. The patient also mentioned it's never really helped much since implant, and she may just have the system surgically removed. The patient stated that the system was surgical revised by repositioning the initial lead. It was noted that after the initial implant configuration was not working to control her symptoms, another doctor determined that "one of the wires was off of it". Patient clarified this stating that the wire had become "disconnected "and the other doctor surgically moved the whole system because it was uncomfortable in the original location. The patient also reported had pain from her hip to her pelvic area. This pain began 1.5 to 2 weeks ago, but it worsened yesterday and the pain was bad enough that she could hardly walk. Patient tried to sync with the implantable neurostimulator (ins) today using the pp, but she was unable to connect with and without the patient programmer (pp) antenna attached and reported poor communication. The patient was redirected to healthcare provider regarding potential implantable neurostimulator (ins) depletion. The patient indicator for use were for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.